Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is wearing the pump supplies for 3-3.5 days, and is removing cartridge air with an empty syringe. Tandem clinical support informed customer that wearing the pump supplies for 3-3.5 days, and removing cartridge air with an empty syringe, is off label per the user guide. Customer will change the pump supplies and remove the cartridge air, and has a backup insulin plan if needed. Customer¿s blood glucose (bg) level was 218-386 mg/dl.

Manufacturer narrative:
Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide.book page 30 tuesday, august 30, 2022 9:22 am chapter 2. Important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned